Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging a loss of prime issue. The reporter indicated that the alleged issue had been occurring ever since the patient got the pump on an unspecified time a year ago. In addition, the reporter claimed that the patient was having frequent/persistent occlusions. The patient reportedly woke up at 6:00 am on (B)(6) 2012, with ketones, and symptoms of nausea and vomiting. The reporter mentioned that the patient had a "hi" reading on an unidentified meter. The reporter denied that the patient developed symptoms of abdominal cramps, shortness of breath, frequent urination, increased thirst, and chest pain. The reporter denied that she had contacted a health care provider (hcp). However, she stated that she had given the patient an injection. She was unable to recall what the patient's bg level was the night before. However, she did mention that the patient's site/set were changed out before going to bed that night. She also claimed that the patient's bg was "good" at the time. The reporter demanded for a replacement pump. She refused to perform any troubleshooting of the subject pump. The reporter was willing to check the pump's alarm history however. Three occlusions since 1:20 am were noted. The anm representative involved in this contact informed the reporter that the most likely cause of the occlusion alarms was a site issue. The reporter was advised to change out the patient's current site and to continue monitoring the patient's bg. She was also instructed to contact a hcp regarding the ketones. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if a pump issue and/or use-error contributed to the patient's injury. The loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unknown what actions, if any, the patient and/or reporter was taking based on the loss of prime and occlusion issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.